Event description:
It was reported, that this implantable pacemaker exhibited undersensing on the right ventricular channel. And loss of capture, high pacing thresholds. And low impedance measurements on the right atrial channel. Further evaluation of the patient was discussed. This device remains in service. No further adverse patient effects were reported.